Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. Upon examination of the patient, the surgeon noted 2+ aqueous cell, aqueous fibrin, hypopyon, 1+ conjunctival and 1+vitreous inflammation. The patient was prescribed with post-operative antibiotic, steroid (tobramycin/dexamethasone) and non-steroidal anti-inflammatory drugs (lidocaine). No cultures were performed. The patient's symptoms have been continuing with topical medication. This is the second of three reports for this event.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).